Event description:
The customer reports: clinician was placing a PICC on left side using the vps. Got blue bullseye. No issues removing stylet. Thirty minutes later nurse called no blood return. X-ray revealed the PICC turned up the svc. Customer stated the symbols have been giving them different readings then they are used to. It's been acting "weird".

Manufacturer narrative:
Qn#: (B)(4). It was reported "got blue bullseye, 30 min later nurse called no blood return; x-ray revealed the PICC will (was) turned up the svc". Vps g4 console s/n: (B)(6) was returned for evaluation, however the case file ID and an x-ray were not provided. During functional testing, all steps passed indicating the unit was performing as intended and no problem was found with the functionality of the returned console. After reviewing saved procedure dataset 88888 dated (B)(6) 2020, the vascular business unit sr. Global strategic clinical marketing manager concluded the clinician has not followed clinical workflow while using the g4 device as outlined in the vps g4 console operator manual. A device history record (DHR) review for unit (B)(6) was performed and there were no relevant findings. User error caused or contributed to this event because the user did not conform to the information in the IFU for the console. An in service was requested to review the guidance for (1) calibrating the patient external ECG prior to starting the placement procedure, and (2) achieving a doppler blood flow baseline before advancing the catheter/stylet assembly into the vasculature. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information received from user facility indicating that there was no patient injury. User facility reports that the patient is fine.

Event description:
The customer reports: clinician was placing a PICC on left side using the vps. Got blue bullseye. No issues removing stylet. Thirty minutes later nurse called no blood return. X-ray revealed the PICC turned up the svc. Customer stated the symbols have been giving them different readings then they are used to. It's been acting "weird".